Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray navigational eco catheter. It was reported that some of the electrodes broke and the biosense webster failure analysis lab verified during analysis that sharp edges were formed on the electrodes. It was reported that some of the electrodes broke once the catheter was inserted into the sheath. They also reported that electrodes 3 and 4 displayed noise on the carto 3 system and the recording system. The cables were replaced without resolution. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. Additional clarification was received stating that there was physical damage to one spline and a lot of noise on the corresponding electrodes. The shape of the spline was distorted. However, there were no exposed internal components. The biosense webster failure analysis lab discovered during analysis that spline a and spline e were pulled back. Spline a was bent back approximately 1 cm from the tip. Electrode #2, #3, #4 and the marker were flattened and sharp edges were formed. The noise issue initially reported was assessed as not reportable as the patient's heart rhythm was still visible to the operator. Therefore, the risk to the patient was low. It was also initially reported that some of the electrodes broke once the catheter was inserted into the sheath. During the bwi failure analysis lab assessment, the extent of the damage was verified. Therefore, the sharp edges were assessed as a reportable malfunction as they pose a risk to the patient.

Manufacturer narrative:
Additional information was provided on (B)(6) 2015 stating the insertion tube was not properly positioned when the spines were inserted into the sheath. (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray navigational eco catheter. It was reported that some of the electrodes broke once the catheter was inserted into the sheath. They also reported that electrodes 3 and 4 displayed noise on the carto 3 system and the recording system. The cables were replaced without resolution. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. Upon receipt, the catheter was visually inspected and it was found that spine a and e were pulled back and electrodes #2, #3 and #4 were damaged and sharp. Per this condition and event reported, the catheter outer diameters were measured and it was found within specifications. The catheter was introduced in an instructions for use (IFU) recommended sheath and no resistance was noticed during this procedure. Further information received indicates that the spines were not properly positioned when they were inserted into the sheath. During the analysis while introducing the catheter spines without using the introducer tube, the catheter spines get bent. The spine and electrode reported conditions were replicated. The catheter was tested for electrical performance and failed on electrode #4. Further examination revealed that the lead wire of the electrode was damaged due to the spine condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer has been confirmed; however the IFU indicates that the catheter should not be introduced into a guiding sheath with its distal spines folded backwards. Spines should be collapsed together using the insertion tube prior to insertion. Also an 8f guiding sheath is recommended as the distal spines may be damaged if used with a sheath that is not compatible. The root cause of the catheter damage is due to the improper catheter introduction.